Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 - - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the distal end of ncircle tipless stone extractor broke off inside the patient during ureteroscopy procedure for a stone extraction. The broken wire was retrieved with another extractor. The procedure was completed by using another device. The device was tested prior to use and laser was used while the basket was used. It is unknown if the patient has tortuous, calcified or scarred anatomy. No other adverse effects were reported for this incident.